Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an upstream occlusion set alarm in set b, which interrupted delivery. This alarm may have been a false alarm. "This occurred after the device was received by baxter while servicing. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The root cause is unknown. Information regarding the correction of the condition is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.